Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 810:11. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hosp rep did not have information regarding reports of any patient injury or medical intervention. No additional contact information was available.